Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead demonstrated high impedance and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that noise was evident on the ra lead and that parameters were consistent with possible fracture.